Event description:
Caller reported a tandem mobi cartridge alarm which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections (mdi) as a backup therapy until resolution. Technical support confirmed the issue, decided to replace the pump, and provided the customer with a replacement unit. Instructions were given on using and returning the old pump, including the necessary software updates and programming of the new device. Customer understood all instructions and acknowledged receipt of the replacement pump.